Event description:
Additional information was provided that the lead also exhibited loss of capture and a conductor fracture. A lead revision procedure was performed and the lead was surgically capped and abandoned. No adverse patient effects were reported.

Event description:
Additional information was provided that the lead also exhibited loss of capture and a conductor fracture. A lead revision procedure was performed and the lead was surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high rv impedances of greater than 2,000 ohms. All other lead measurements were noted to be normal and there was no noise present. Additional information was provided that rv impedances continued to be greater than 2,000 ohms, and the rv pacing thresholds also increased to greater than 7.5 v @ 2.0 milliseconds. The patient will undergo a lead revision in the near future. No adverse patient effects were reported.